Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to right cylinder broke and leaked. Pump and cylinder explanted a new ipp was implanted. Old reservoir was left implanted. No adverse patient effects.